Manufacturer narrative:
(B)(4). Additional concomitant medical products: 010000661, g7 pps ltd acet shell 48c, 6149798. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 11458.

Event description:
It was reported that when the surgeon attempted to unscrew the handle from the cup, the cup was pulled out. When the implant was outside of the patient, the impactor still would not disengage from the cup. No excess force was used during impaction, and the cup was flushed with thread. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the inserter confirmed the cup remained engaged with the threads. The cup appeared to be fully seated on the inserter and flush with the distal end. No debris was observed that would prevent the cup from disengaging from the inserter. Moderate force was applied by hand and the cup could not be disengaged. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow up report is being submitted to report additional information.